Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited episode of inappropriate auto mode switch due to far-field r-wave oversensing. Programming changes were made and resolved the issue.